Event description:
Patient reported via regulatory agency (mw5089785) "severe capsular conjunction," baker grade unknown, "leaking profusely liquids from my nipple," and "great pain and discomfort." Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5089785. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is due to a possible rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "possible right side rupture." Device remains implanted.